Event description:
It was reported that the lead impedance dropped and there was also no sensing. It was also reported that an alert condition was triggered for atrial lead impedance. The atrial lead was programmed off. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance dropped and there was also no sensing. The lead is still in use. No patient complications were reported as a result of this event.